Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary, he explanted device was returned to edwards for analysis. As received, suture holes were observed around the sewing ring. The sewing ring was cut near a leaflet. The x-ray demonstrated an intact wire form and a bent commissure. No other inconsistencies were observed on the valve. Evaluation, method: x-ray. The clinical report of central regurgitation could not be confirmed through visual observations of the returned device. However, central regurgitation can be caused by many factors. In the peri-operative period, central leaks can occur from technique related issues and valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation; these are typically not the result of product malfunction. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Additionally, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted at implant due to central regurgitation. Per obtained information, a CABG x4 was performed before the attention was turned to the native mitral valve which was a rheumatic, stenotic, insufficient, coke-bottle type valve. The p2 was spared but the p1 and p3 were excised. A 27mm pericardial bioprosthesis was implanted when it was observed to be centrally insufficient. The surgeon took a third of the sutures out, thinking that the commissure seemed a little wide and possibly explained the central leak. The valve was not distorted and resuturing made, it better. A lima was performed before the patient was removed from bypass. Moderate central regurgitation was still persistent; therefore the patient was placed back on bypass, the valve was removed, and a 27mm porcine mitral valve was implanted. An iabp was placed and blood products were administered before the patient was transferred to the ICU. He was later discharged to a nursing home to continue outpatient rehabilitation on pod #26, after a complicated post-operative stay.